Event description:
It was reported that t:slim x2 pump battery would not charge and showed power source alert before issue resolved on its own, and pump did not display low power or shutdown alarms. There was no reported impact to the customer¿s blood glucose level. Customer continued using tandem wall adapter and charging cable without changing supplies, pump began charging again before contacting support, and no further assistance was required.